Event description:
The clinician reports the implant was inserted (B)(6) 2004 in fdi 22. On (B)(6) 2018, loss of osseointegration was verified. Patient presented with bone type IV, fair oral hygiene and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, swelling, abscess and fistula. No further patient complications were reported.